Manufacturer narrative:
The insulin pump received with intermittent buttons due to unlocked j2 connector at lcd board. Analysis was unable to prime during prime test due to force sensor resistor damage by moisture. The insulin pump was received with cracked case at display window corners and scratched lcd window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's parent reported via phone call that the insulin pump had a keypad anomaly. The blood glucose at the time of the incident was 314 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.